Event description:
It was reported that a lead integrity alert (lia) revealed an undefined/open lead impedance and consistently high lead impedance lev els on the pacing channel of a right ventricular (rv) lead. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 556853, implantable pacing lead, implant: (B)(6) 2014; model: 419688, implantable pacing lead, implant: (B)(6) 2014. (B)(4).